Event description:
There was a sensor error with the ablation catheter while in the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 115cm, size 8, bi-d irrigated ablation catheter, d-f curve (per site reporter).